Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit's motor speed was unstable and the motor was damaged. Tech also found the machined head, spring pin, screws, plug harness assembly, reciprocation arm, and retaining ring were damaged. Additionally, the control bar was not in the correct position. Tech replaced motor, machined head, spring pin, screws, plug harness assembly, reciprocation arm, and adjusted the control bar. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: france.

Event description:
It was reported that before surgery, the unit had a screw thread problem. When the dermatome was power on, an unusual noise was heard. After checking it was seen that a screw was not correctly screwed, it was not possible to screw it better. During product evaluation, it was found that the motor speed was unstable. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.